Event description:
Philips received a complaint by the customer on the v60 indicating that a 1203 " low leak-co2 rebreathing risk" alarm error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 1203 " low leak-co2 rebreathing risk" alarm error occurred. The customer also noted that the air inlet filter was very dirty at the start of preventive maintenance (pm), confirmed that the circuit used had a built-in exhalation device, and verified that the exhalation port at bottom of the device had exhalation. The remote service engineer (rse) advised the customer that either the flow sensor assembly or gas delivery system (gds) will need to be replaced to correct the issue and discussed air inlet filter management. The rse also provided the customer with the part numbers of the replacement flow sensor assembly and gds. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 03jul2025, 20jul2025, and 01aug2025 to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.